Event description:
Distal spacer for accolade c stem was opened in the sterile field. Upon inspection and before implantation a crack was noticed. Implant was removed from field and a different size was used.

Manufacturer narrative:
The device and additional information have been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The investigation determined the likely root cause of the event likely to be caused by a concentration of force exerted on the part exterior surfaces. Qin 4311, rev b packaged with the device warns that pmma is a brittle material which can fracture during handling or insertion if the femoral component if not inserted as outlined in the surgical protocol. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Distal spacer for accolade c stem was opened in the sterile field. Upon inspection and before implantation a crack was noticed. Implant was removed from field and a different size was used.